Event description:
The customer reported a flo-gard pump which experienced f83 during patient use in the dialysis treatment station. The device was infusing an unknown patient with an unknown antibiotic when the device alarmed for f83, interrupting delivery. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.